Event description:
Unit keeps saying "please disconnect charger to attempt to rescue" when cahrger is not in place. When this occurs, the device is out of service. This condition is not detected by the self-test. The customer noticed the problem when they did their daily maintenance on the AED. This did not happen in rescue situation.